Manufacturer narrative:
An (B)(6) customer contacted the siemens healthcare diagnostics remote services center (rsc) regarding a discordant falsely elevated high-sensitivity troponin I (tnih) patient sample result obtained on a dimension® exl¿ with lm system. Siemens is investigating the event. Mdrs 2517506-2022-00118 and 2517506-2022-00119 were filed for the same event.

Event description:
A discordant falsely elevated high-sensitivity troponin I (tnih) patient sample result was obtained on a dimension® exl¿ with lm system. The discordant result was reported to the physician and questioned. The same sample was reprocessed on an alternate non-siemens system. The lower result obtained from the alternate non-siemens system was provided on a corrected report. There were no known reports of adverse health consequences due to the discordant high-sensitivity troponin I (tnih) patient result.

Manufacturer narrative:
Additional information (26-oct-2022): siemens healthcare diagnostics headquarters support center (hsc) concluded the investigation of the event. Hsc reviewed the instrument files and the information provided by the customer. No product nonconformance was identified with the loci high sensitivity troponin I (tnih) assay or the dimension exl with lm system. Quality control and calibration were in range and no issues were noted with other patient samples indicating that the tnih assay and dimension exl with lm system were performing acceptably. A sample from the patient was returned for siemens internal evaluation. The siemens internal testing performed was consistent with the presence of a macrotroponin immunocomplex however, this finding could not be confirmed. The cause of the event is unknown. The device is performing according to specifications. No further evaluation is required. Section h6 has been updated to reflect siemens' investigation. Initial MDR 2517506-2022-00117 was filed on 03-may-2022. Initial mdrs 2517506-2022-00118 and 2517506-2022-00119 were filed for the same event on 03-may-2022. MDR supplements 2517506-2022-00118 supplement 1 and 2517506-2022-00119 supplement 1 are filed for the same event.